Event description:
Device implanted for birth control - 6 months later, patient is pregnant. In 2008, patient has endometrial ablation due to percreta, a complication of pregnancy. Patent's uterus was burned. Patient required multiple blood transfusions, caesarean section and hysterectomy. As a result, baby was born premature. Physician feels that outcome for baby and patient are due to device malfunctions (multiple injuries).